Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient experienced 20 line blockages. Ten were resolved by disconnecting the tubing from the cannula, checking for kinks, and reconnecting. Five required replacing the tubing and cannula only, and five required a full cassette change to eliminate the block. There was patient involvement/ no adverse event reported.